Event description:
Customer called to report fluid detector (fd) errors from the coulter lh750 hematology analyzer slidemaker, as well as a clear fluid leak of approximately 5 milliliters between the analyzer and the slidemaker near the reservoir rod at valve vl4a. The leak was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and observed the fd errors, as well as liquid leaks at three different locations. The fse found a hole in the tubing at vl5. The tubing through fd7 had come off where it connected into the port, and there was a hole in the small silicone tube at vl4a for reservoir 2. The fse replaced fd7 and the bracket. Additionally, the tubes were replaced to address the other leaks. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the multiple leaks is attributed to the holes in the tubing at vl5 and vl4a , and a tube that popped off at the fd7 port.

Manufacturer narrative:
(B)(4).